Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the issues with programming the patient adequately have been resolved since the lead revision surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0555356v, implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: lead. Product ID 3387-40, lot# j0527910v, implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the hcp thought the leads were not placed correctly at the original procedure. It was reported that they have not been able to program the patient adequately. A procedure was scheduled to remove the old leads and place new leads the day of this report. Impedances were allegedly normal and there were no other issues with the system. No further complications were reported.